Event description:
It was reported that the external pulse generator (epg ) was returned and the service department of medtronic china found the patient cable had broken off. It was further noted that the external pulse generator (epg) would not pace. Therefore, the epg was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. External pulse generator. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.